Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The customer reported that during a CT clinical procedure on a patient, and when utilizing the " load" footswitch, it would only perform the "unload" table motion. There were two occurrences. The first occurrence is documented in a subsequent complaint. Philips field service site lead (fssl) confirmed there was no harm to a patient, operator or bystander. The operator was still able use the control box to complete the procedure. The fssl reviewed the logs and found the unload footswitch was stuck engaged and initially realigned the footswitch cover; however, the issue reoccurred and the fssl replaced the footswitch to resolve the issue..

Manufacturer narrative:
On (B)(6) 2015, the customer reported that when attempting to move the patient support of their philips ingenuity CT system utilizing the "load" pedal of the mffs, the patient support would move out and down from the gantry. The customer confirmed that the issue took place while the system was in clinical use, but that it did not result in harm to a patient, operator, or bystander. This occurrence was documented in a subsequent complaint. On (B)(4) 2015, a product support representative (psr) remotely logged into the system and evaluated the system error logs. The psr found "s_command_button_stuck_error" errors in the logger which indicated that the "unload" button was stuck engaged. A field service engineer (fse) was dispatched to the customer site for further evaluation of the system. The fse checked the motion switches on all of the gantry control panels for stuck buttons and determined that they were functioning properly. The fse noted that the light emitting diode (led) on the foot switch table side control printed circuit board (pcb) remained lit for the "unload" function. The fse determined that the "unload" pedal of the mffs was stuck engaged and reseated the mffs cover to resolve the issue. On (B)(6) 2015, the customer placed another service call and indicated that they were unable to move the patient support with the gantry or mffs motion controls. The customer performed a system power cycle; however, the malfunction was not resolved. The customer was able to move the patient support by utilizing the CT box controls at the console. This occurrence is documented in this complaint. A psr remotely accessed the system and reviewed the error logs. The psr found "s_manmot_horizontal_stop_error" errors in the logs which indicated that the system did not stop motion and respond to command within 5 seconds of the command. A fse was dispatched to evaluate the system. On (B)(4) 2015, the fse evaluated the system and confirmed that the gantry control panels were inoperative. The fse evaluated the mffs and determined that it had shorted out. The fse replaced the mffs to resolve the issue. The failed mffs was discarded. The fse did not provide a bugrep or log files for further analysis by CT engineering. As the failed parts and system error logs were not provided for analysis, CT engineering was unable to determine the root cause of this malfunction. The fse replaced the mffs to resolve the issue. CT engineering determined this to have an acceptable risk. The following mitigations for this issue are included for uncommanded motion of the patient support: the system implements multiple means to prevent uncommanded motion and single point of failure. These means include watchdog timer for drive tasks, redundant switches in the control panel buttons, collision envelope avoidance software, providing emergency stop buttons and emergency power-off (epo) for the user in case of failure of other design mitigations. A failure during motion could be caused either by a software defect in the embedded operating system used or a defect in the control logic implementation, and the system was unable to detect that. The failure could only occur during the time where the operator initiated motion via the control panel. In this case the operator is in contact with the patient and visually watching the motion and would see the couch continue to move after the button was released. The trained operator would use the emergency stop control to stop the motion. Also, design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope; single fault safe against uncontrolled motion: motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. (B)(4) 2015, the fse replaced the mffs to resolve the issue. This complaint has been determined to be a similar complaint to a subsequent primary complaint which documents the investigation details.